Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 175 units. Reportedly, the cartridge was filled with 250 units of insulin. Reportedly, a new cartridge was loaded and the insulin gauge displayed an accurate fill estimate. In addition, it was reported an cartridge alarm 6 (vent not working)) occurred. Additionally, an occlusion alarm occurred. A supply change was performed to resolve the issue. Blood glucose level was 375 mg/dl.